Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.